Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was to be placed in the common bile duct for erbd. The user straightened the stent with the straightener, then attempted to advance it over a wire guide though, the wire guide could not be inserted into the stent due to a kink. Therefore, another zebd-7-7 was used instead. Update: 25/mar/2021, (B)(6)) a wire guide which was used with the replaced zebd-7-7 was also the same 0.025" wire guide. Lab evaluation completed on 12-apr-21: kink at second porthole tapered end. This aligns with ae assessment.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 device of lot number c1783915 involved in this complaint was returned to cirl with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6)2021. On evaluation of the device, 01 kink was observed; ¿2nd porthole - tapered end of stent¿. The evaluator also noted a ¿black ink mark on non-tapered end of stent and failed to pass 0.035" wire guide through the kink¿. Document review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1783915 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1783915. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures verify that "the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per c1783915 also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045-7) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.